Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was unable to reproduce the reported issue. A full calibration was performed by the stm, the batteries on the iabp failed the battery run time test. To address this issue the stm replaced the batteries, and then performed all functional and safety tests that passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) the cs300 intra-aortic balloon pump (iabp) failed the safety disk and a leak in system occurred. No patient involvement or adverse event was reported.